Event description:
During revision surgery to replace hardware originally implanted in patient in 1990, the doctor was inserting a screw into very hard bone. The screwdriver tip broke before fully seating screw. A second screwdriver was used in an attempt to remove the same screw which could not be driven into the hard bone. The second screwdriver tip broke. Other tools were used to remove the screw and surgery continued with no further complications to the patient. Surgery delayed approximately one and a half hours. This is the first of two reports for this event.

Manufacturer narrative:
Method(s), result(s), and conclusion(s) will be provided in a supplemental report following completion of evaluation.